Event description:
It was reported that during device change out for normal eri, externalized conductors were suspected on diagnostic imaging. Based on the images provided to st. Jude medical the conductors do not appear to be externalized. No electrical anomalies were detected. The lead remains implanted and the patients condition is stable.